Event description:
Patient called in to report wrench on wcd system. Patient rebooted twice unplugging hub, monitor and battery but the monitor failed to boot up. Troubleshooting unsuccessful. The inability to power up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
This file was originally submitted on 08/20/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.